Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an alert 69 occurred during a supply change, insulin delivery stopped, and the ilet displayed a high glucose alert with readings over 400 mg/dl for several hours until the device was restarted, after which glucose trended down and the alert did not recur. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a program or algorithm execution failure associated with an algorithm data parity check and a circuit board component, with incorrect data definition identified. It was concluded, based on previously established findings for similar reports, that the cause was inadequate design change validation.